Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2: citation: authors: shima, s., sato, s., kushi, k., okada, y., & niimi, y.. Sinus reconstruction therapy for superior sagittal sinus dural arteriovenous fistula caused by parasagittal meningioma invasion: a case report. The neuroradiology journal. 37(2):237-243 2024. Doi:10.1177/19714009231173103. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of venous thrombosis and exacerbation of the dural arteriovenous fistula in association with onyx embolization. The purpose of this article was to demonstrate the feasibility and efficacy of sinus reconstruction for managing such complex and rare shunt lesions. The authors reviewed 1 case of a patients treated for superior sagittal sinus (sss) dural arteriovenous fistula (davf) with sinus occlusion due to meningioma invasion using onyx embolization. The patient was a 75 year old male. Post-treatment angiography revealed patency of the sss, improved venous congestion, and decreased cortical reflux. The article does not state any technical issues during use of the onyx. In addition, at discharge, the patient's modified rankin scale score was 1. The following intra- or post-procedural outcomes were noted: at the 6-month follow-up angiography, occlusion of the sss by venous thrombosis and an exacerbation of the davf was observed requiring an additional procedure. Post-treatment angiography confirmed complete disappearance of the davf at the 2-year follow-up, angiography showed no recurrence of the shunts, and the patient had no neurological deficit.